Event description:
It was reported that a patient presented in-clinic with loss of capture noted on the patient's right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2023. The patient was stable throughout.